Event description:
It was reported the patient was unable to empty their bladder, but the issue was not related to the device. The patient was going to have a renal scan and was going to relax their mesh. The patient had burning with urination and cystitis that had been going on for years. Their symptoms had gotten worse over the last month. The patient¿s system may be replaced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va04kkk, implanted: (B)(6) 2013, product type lead. (B)(4).